Event description:
Follow-up information provided the patient¿s ipg was repositioned on (B)(6) 2019.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent ipg revision on (B)(6) 2019.